Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end --- deformed. - bending section rubber glue --- separated. - channel mount --- scratched . - mouthpiece --- scratched. - air/water cylinder --- scratched. - suction cylinder --- scratched. - switch box unit --- scratched. - plug unit --- damaged housing. - scope connector cover --- scratched. - biopsy channel --- deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, scratches in the cylinders may have contributed to improper reprocessing and lead to retention of bacteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: update h10 the hygiene microbiological investigation report indicated the channels of the scope were cultured and was positive for 8 cfus of filamentous fungi. The scope was retested 19 days later and was positive 1 cfu of filamentous fungi in the suction channel, 1 cfu of filamentous fungi in the water jet channel, 6 cfus of filamentous fungi in the air/water channel for a total of 8 cfus of filamentous fungi in the scope. The results obtained did not comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide end of repair hygiene microbiological investigation reporting. The end of repair hygiene microbiological investigation report indicated the channels of the scope were cultured and the biopsy channel and air/water canal were positive for 1 cfu of micrococcaceae, the suction channel and water jet channel were positive for less than 1 cfu of viable microorganism and the scope was positive in total for 2 cfus total. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The customer provided the cleaning, disinfection and sterilization process and reported no deviations in reprocessing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Additional information provided by the customer indicates that the device was not used for any procedures while waiting for results. The device was quarantined after the positive culture was observed. The device was reprocessed two times with two positive samples the last time the device was reprocessed was on (B)(6) 2023 (local country time) with the sample being taking after storage. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tested positive for 6 colony forming units (cfus) of aerobic microorganisms. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.